Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to accurately measure leakage current due to out of specification lead lengths and cut outer insulation of the yellow/green lead.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue was discovered during unit check-up. The field service representative (fsr) verified that the hlm was causing the electrical safety alarm to activate. He found the root cause of the issue to be the alternating current (ac) plug head for one of the pumps on the base having a ground issue. He replaced the cable assembly. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) was causing the operating room electrical safety alarm to activate. There was no patient involvement.